Event description:
It was reported that the device alarms for a downstream occlusion while running normally. During testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs in the last 12 months related to the complaint. The reported issue could not be confirmed. Further inspection found an upstream occlusion (uso) sensor failure, air sensor delamination and corrosion on the mainboard. The mainboard, uso and air sensors were replaced. As a preventative measure, the downstream occlusion (dso) seal was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.